Event description:
A patient reported experiencing inaccurate erratic results with an ot basic meter. The patient's blood glucose were 145mg/dl, 249mg/dl. Tests were done less than 10 minutes apart with a difference of 47%. Patient did not experience any adverse event. No further information has been reported.